Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. Batch #: u5ex2n. (B)(4). Device analysis: the analysis results showed that the tx60b device arrived with no apparent damaged and with a reload loaded on the device. The reload was received damaged as the rear cap was broken off with only 11 staples present and protruding. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria. It is possible that the reload was not loaded correctly. To reload the device the tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated, and a click is heard. If the instructions are not following the reload may became damage. It should be noted that when manipulating the device only the closing trigger should be grasped until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a small bowel resection, the tx60b was utilized. The stapler would not completely fire, the staples did not form. The surgeon over sewed the staple line. There were no patient consequences reported.